Event description:
Caller states that when inserting the tube into the pt the tube seemed to be too flimsy/collapsing easily. Caller states that the material this tube was made out of seemed more flexible than the prior tubes they had used. Caller confirmed that the pts were not reintubated, but were closely monitored while they were ventilated.